Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed that all of the keypad buttons were unresponsive, the ok button contact was damaged/bent, and the keypad flex connector was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. All of the keypad buttons were found to be unresponsive during testing; the ok button contact was damaged/bent and the keypad flex connector was damaged. Unrelated to the complaint, the keypad cover was found to be peeled off and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).